Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the balloon ruptured during the inflation. The balloon was replaced with a new scepter c balloon. There was no reported patient injury or health damage.

Manufacturer narrative:
The balloon was returned for evaluation. During the investigation, the balloon was hydrated and filled with saline. Upon inflation, a pinhole was found at the proximal end of the balloon, just after the polyimide ring. The pinhole did not occur on the bonded polyblend. The inflation plug was found to be slightly removed from underneath the polyimide ring, which is usually the result from over-inflation. Based on the investigation and provided information, the complaint of a ruptured balloon was confirmed. The investigation findings are consistent with over-inflation of the device sometime before or during the procedure. The instructions for use (IFU) warns "do not exceed the maximum recommended inflation volume as balloon rupture may occur."